Event description:
Obtaining erratic results while using the suspect device. Patient stated that she performed several blood tests, at 5 minute intervals, with results of 401 mg/dl, 222 mg/dl, 115 mg/dl, 147 mg/dl, 346 mg/dl, and 300 mg/dl. Patient indicated that she had administered insulin (amount not provided) based on the result of 401 mg/dl. No adverse event was reported. Quality control testing has not been performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.